Event description:
During product service by a service technician, a flo-gard infusion pump was found to have blown fuses. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed. The blown fuses were identified during this visual inspection. The cause of the condition was slow damaged fuses. To correct the condition, the blown fuses were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A battery test was performed on the device. The battery did not pass this test. Should additional relevant information become available, a supplemental report will be submitted.